Manufacturer narrative:
The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling addresses the following concerns to performing an adjustment: "prior to doing an adjustment to decrease the stoma, review the pt's chart for total band volume and recent adjustment. If recent adjustments have not been effective in increasing restriction and the pt has been compliant with nutritional guidelines, the pt may have a leaking band system, or may have pouch enlargement or esophageal dilatation due to stomal obstruction, band slippage or over-restriction."

Event description:
Surgeon reported, "f/u appointment five months ago, as pt felt very hungry and in yellow zone. The pt could eat anything, quite unusual. Band fluid level checked and only 4.0cc instead of 7.2cc as reported. Reinflated twice up to 6.0cc, seen a month later and band only had 4.0cc. Checked again week later and again 4.0cc. Band investigated for potential leak in system. On examination after removal of port from rectus sheath, band injected with methylene blue and occluded at proximal end. Methylene blue clearly leaking from base plate. Photos taken for identification." The apii access port was removed and replaced with an api access port. The explanted device will be returned.